Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve is not fully shifting. Additional malfunction was sieve beds were saturated.